Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the pt experienced increasing blood glucose levels during the course of the day (fasting blood glucose was 177mg/dl, lunchtime value was 349mg/dl, and dinner time value was 600mg/dl). A family member alleged that the pump was not delivering insulin. She stated that the infusion set was replaced last night, she denied insulin leakage, and she confirmed correct use of cartridges and infusion sets. She could not confirm bolus or basal history delivery due to the button unresponsiveness noted below. The family member reported that at the time of bolus attempt the pump could not be unlocked and that the buttons did not respond to presses. When she rebooted the pump to unlock it, she stated that the display screen did not move past the verification screen using button presses. It was reported that the time and date had reverted to the factory default settings and could not be edited. The family member denied damage to the keypad and reported that the buttons feel normal. She reported that the elevated blood glucose responded to insulin injections and there was no need for medical intervention.